Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy, the stapler was stuck after loading the third cartridge. No staples were delivered. Another similar device was used to complete the procedure. There were no adverse consequences to the patient. No additional details could be provided by the customer.